Manufacturer narrative:
G4: 07jul2020. B4: 27jul2020. It was reported that the reported issue occurred during testing. The service engineer (se) inspected the device. The se found a barometer sensor range error. The se replaced the flow sensor. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
It was reported that the ventilator could not trigger oxygen. Additional information about the event has been requested. There was no patient involvement.